Manufacturer narrative:
Corrected data from initial report: the initial MDR 2520313-2020-00009 was submitted with "hospitalization - initial or prolonged" selected in section b2 in error. This was a product problem only, no adverse event occurred or was associated. In addition, I have received an updated address for the customer, which is as follows: (B)(6) hospital, france.

Event description:
The customer reported the following: after opening a stellant CT disposable syringe kit a foreign material was visualized in the tubing. The customer elected not to use the syringe kit. No injury or adverse event was reported.

Manufacturer narrative:
Bayer product analysis received and examined a photo of the low pressure connector tubing (lpct). Visual examination confirmed the presence of a particle within the tube set. The particle was identified as degraded resin from the tubing extrusion process and was partially connected to the inside wall of the tubing. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.46 complaints per million (cpm).

Event description:
The customer reported the following: after opening a stellant CT disposable syringe kit a foreign material was visualized in the tubing. The customer elected not to use the syringe kit. No injury or adverse event was reported.